Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was stated that the precise bipolar forceps instrument was not used during the radical prostatectomy procedure on (B)(6) 2023. There was no known functional issue during the previous procedure usage involving the instrument.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the precise bipolar forceps (pbf) instrument had a poor recognition issue. The instrument was cleansed, and sterile adapter was reattached, but the issue was not resolved. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the precise bipolar forceps (pbf) instrument to perform failure analysis. The instrument was analyzed, and the complaint of poor recognition was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no logs available during testing. Additional observations, which were not reported by site: the instrument was found to have localized melting near the grip base. The instrument passed the energy delivery and electrical continuity tests. The instrument was also found to have dried residue around the clamping pulley cable groove. .